Event description:
It was reported to technical services on (B)(6) 2011 that the patient is feeling stimulation every day at same time and can feel the commanded test with this lead. Rep will be working with dr. (B)(6) at (B)(6) to resolve the stimulation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).